Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote es balloon catheter was selected for treatment. The device crossed the lesion easily and was placed over the wire. Due to tight stenosis, the balloon got caught on calcium and was torn. The physician did an inflation test and the inflator was filled with blood, indicated a rupture in the balloon occurred. The device was removed and procedure was completed by stenting the target lesion without ballooning again. No complications reported, and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: coyote es balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination showed no issues; however, microscopic examination revealed a hole in the shaft at 38.5mm from the tip. No other damages or irregularities were found in the remainder of the device. Product analysis confirmed the leak.

Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote es balloon catheter was selected for treatment. The device crossed the lesion easily and was placed over the wire. Due to tight stenosis, the balloon got caught on calcium and was torn. The physician did an inflation test and the inflator was filled with blood, indicated a rupture in the balloon occurred. The device was removed and procedure was completed by stenting the target lesion without ballooning again. No complications reported, and patient status was stable. It was further reported that the target lesion was located in the superficial femoral artery. The balloon was not inflated in the lesion. After it caught on the plaque, the device was backed up out and was tested for inflation which immediately filled the instaflator with blood. It was confirmed that there was already a tear in the balloon material. No pressure or lesion details were measured as the device was broken and the facility does not use intravascular ultrasound.